Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture and granuloma.

Event description:
Healthcare professional reported "baker grade IV capsular contracture," and "silicone-induced granuloma...pericaps edema" and ¿signs of silicone leakage¿ against left side device. MRI also noted cysts up to 1.0 cm, which were deemed not device related. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, granuloma, cyst-ndr and capsular contracture was reviewed on november 14, 2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Cyst: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported "baker grade IV capsular contracture," "silicone-induced granuloma...pericaps edema ...cysts up to 1.0 cm" and ¿silicone leakage¿ identified via MRI, against left side device. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.